Manufacturer narrative:
Mfg name: codman & shurtleff, inc. Dba depuy synthes products, inc. Information regarding patient age, gender, weight and medical history is not available. Conclusion: the galaxy g3 product (lot s11506 ) was not returned for investigation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The positioning difficulty with coil herniation into the parent vessel could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, the excelsior microcatheter may have contributed to the event. There is no current safety signal identified related to the reported events based on review of complaint histories for the devices. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, two galaxy g3 coils (gly120308/s11506 and glx120306/s12256) and 1 mircusframe s coil (mfr100305/lot unk) were not able to be advanced completely into the aneurysm before pushing the excelsior sl-10 45 microcatheter back into the parent vessel. Four non-codman coils were then advanced completely without any difficulty. There was no death or serious injury and no additional medical intervention was required. The patient condition was good. There was medium vessel tortuosity.

Manufacturer narrative:
Additional information received 10/20/2017: there was no resistance during advancement of the coils through the microcatheter and a continuous flush had been maintained through the microcatheter. There had been no difficulty in getting the coils to confirm to the walls of the small posterior communicating artery aneurysm and the events did not result in disruption/reduction in cerebral blood flow. There was no difficulty in removing the coils through the microcatheter. The events resulted in a 20 minute procedure delay, and there was no patient injury. The new information does no change the baseline conclusion previously reported.